Event description:
A customer experienced a skin reaction while wearing an abbott diabetes care (adc) device, resulting in itching at the sensor site. The customer did not consult a healthcare professional and used an unspecified cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.